Event description:
It was reported that during an unknown procedure, the device was being used on the portal vein. It did not effectively seal the blood vessel. The vessel was stapled, then cut and bleeding started. The hospital could not confirm how much blood the patient lost. The patient was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. Additional information provided: what was done to manage the blood vessel not being sealed? Oversew. Was the cut made before it was noted that the device has not sealed the blood vessel? Vessel was stapled, then cut and then bleeding started. Please quantify the amount of blood loss the patient experienced. Unknown. Did the patient require a blood transfusion? Yes. If so, how much blood was transfused? Can't remember. What was the condition of the patient following surgery? Stable. The vessel in question was the portal vein.